Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular lead exhibited loss of capture. An x-ray confirmed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.